Manufacturer narrative:
The field service engineer ran performance testing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hcg+beta value of 0.738 iul. The sample was repeated twice, resulting in values of 86.56 iu/l accompanied by a data flag and 87.46 iu/l accompanied by a data flag. The repeat results were considered correct. The sample was processed in an aliquot tube that was either 12 x 75 mm. Or 13 x 75 mm.. The customer was unable to provide the specific tube dimensions. The hcg+beta reagent lot number was 551036, with an expiration date of october 2022.

Manufacturer narrative:
Controls run prior to and on the day of the event were acceptable. For the last calibration performed on (B)(6) 2022, calibration signals were within expectations. Upon review of the alarm trace, no relevant alarms were observed surrounding the event. The engineer replaced the pinch tubing. The investigation could not identify a product problem. The cause of the event could not be determined.